Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device displayed eol battery status with a monitoring voltage of 3.19. Following initiation of (2) manual capacitor reformation, the battery status changed to bol.